Event description:
Same case as MFR report #: 2134265-2008-03218. Clinical trial: it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, proximal circumflex lesion measuring 2.75x20mm with 99% stenosis. Target lesion one was treated with predilation, placement of a 2.5x24mm taxus liberte stent, and post dilation resulting in 10% residual stenosis. Target lesion two was a de novo, mildly tortuous, proximal lad (left anterior descending) lesion measuring 2.75x24mm with 75% stenosis. Target lesion two was treated with predilation and placement of a 2.75x28mm taxus liberte stent resulting in 10% residual stenosis. Balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported for both devices. No patient complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.